Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction injection was administered to address the bg. Tandem technical support provided pump reset information to resolve the issue. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.